Manufacturer narrative:
A report was received stating patient came to the emergency room (ER) on (B)(6) 2013 complaining of left upper quadrant (luq) pain that started three (3) days prior. The patient had chills and increasing swelling and tenderness just lateral to her driveline. Patient was on doxycycline 100mg twice a day which was discontinued. Cefazolin 2 g intravenous (IV) was given on (B)(6) 2013 and stopped on (B)(6) 2013 and one (1) dose of vancomycin was given. An initial dose of daptomycin was given on (B)(6) 2013 and then 360mg intravenous (IV) was started on (B)(6) 2013 and continued through discharge. A blood culture drawn on (B)(6) 2013 was staph aureus positive in aerobic bottle on (B)(6) 2013. There was no further positive growth after (B)(6) 2013. A superficial wound culture showed moderate polymorphonuclear leukocytes (pmns) on (B)(6) 2013 and moderate staph aureus on (B)(6) 2013. It also showed rare-coag negative staph on (B)(6) 2013, there were no further results after this. An aerobic deep wound culture showed rare colony staph aureus on (B)(6) 2013. No further cultures were taken. An aerobic tissue culture showed rare colony staph aureus (B)(6) 2013. No further test was taken. A urine culture was taken on (B)(6) 2013 and was shown to have a growth of mixed cutaneous and enteric organisms on (B)(6) 2013. No further urine culture was taken. Computed tomography (CT) abdomen/pelvis performed on (B)(6) 2013 showed no evidence of lymphadenopathy, mass or ascites. The gastrointestinal tract (gi) tract and pelvic organs within normal limits, cholelithiasis and a device in place, with no fluid seen along the driveline. A renal CT scan also on (B)(6) 2013 showed kidneys normal in size, normal bladder, small bilateral renal cysts but otherwise negative. Echos done on (B)(6) 2013 both showed mild concentric left ventricle (lv) hypertrophy, severely reduced lv systolic function, right ventricle (rv) enlargement with reduced systolic function. Chest x-ray done on (B)(6) 2013 showed no significant interval change in cardiomegaly and pulmonary vascular congestion. Patient was taken to the operating room (or) on (B)(6) 2013 and had driveline debridement of skin and subcutaneous tissue. Patient was given one (1) unit of packed red blood cells (prbc) during this hospital stay on (B)(6) 2013 for chronic anemia, but no further blood was given, patient remains on procrit and iron 3 days/week. Patient was discharged on (B)(6) 2013. Patient came into ER again on (B)(6) 2014 with complaints of headache, neck pain, nausea and no fever. Head CT in the ER showed a large intraventricular hemorrhage, patient was admitted, no neurologic deficits were present at that time. Neuro consult on (B)(6) 2014. Patient was diagnosed with spontaneous intracerebral hemorrhage. Patient was on warfarin, this was discontinued. A ventriculostomy was performed at bedside on (B)(6) 2014 and diagnosis was hydrocephalus. Chest x-rays performed on (B)(6) 2014 were unremarkable. Treatment to reverse coagulopathy was with 4 factor pcc given on (B)(6) 2014. No prbc were given. On (B)(6) 2014 patient became unresponsive and another CT scan was done showing a slight increase in moderate intraventricular hemorrhage. On (B)(6) 2014, patient had to be emergently intubated also patient had a new onset of seizure activities, an electroencephalogram (eeg) and CT scan was performed. An abnormal eeg was revealing frequent right hemispheric temporal oriented epileptic discharges and CT shows moderate-significant intraventricular hemorrhage. Already on keppra daily patient was loaded with 1g and increased to 1500mg twice a day (bid). On (B)(6) 2014 patient received a tracheostomy due to respiratory failure with poor prognosis to wean. Head CT on (B)(6) 2014 showed near resolution of intracerebral hemorrhage (ich) with minimal amount of blood seen in ventricles bilaterally. Head CT on (B)(6) 2014 showed mild increase in hydrocephalus, ich has resolved. On (B)(6) 2014, patient had lumbar subarachnoid drain placement in interventional radiology (ir). Patient had placement of lumbo-peritoneal shunt in the operating room (or) on (B)(6) 2014 for the hydrocephalus. Patient has had multiple neuro consults with same diagnosis of hydrocephalus. On (B)(6) 2014 patient had an eeg, result was abnormal due to diffuse slowing of background activity, which may suggest encephalopathy of multiple etiologies such as toxic, metabolic, infective, or degenerative. On (B)(6) 2014 patient was discharged to a long-term care facility alert and oriented. Keppra was also discontinued on (B)(6) 2014. No further information has been provided. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported by the site that the patient presented to the emergency room (ER) after waking up with headache, neck pain and intermittent nausea and episodes of emesis. The patient demonstrated no neurologic deficits. Upon admit, the patient was negative for shortness of breath (sob), cough, sputum production, hemoptysis, wheezing, abdominal pain, numbness, tingling, dizziness, seizure, syncope. The patient was awake, alert, oriented x3, glasgow coma score 15. Strength 5/5 in all 4 extremities, gait was not tested. Admitting diagnosis was non-traumatic intraventricular intracranial. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Bleeding and stroke are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Driveline site infection/tissue erosion/tissue damage is/are a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported by the site that the patient presented to the emergency room (ER) on (B)(6) 2014 after waking up with headache, neck pain and intermittent nausea and episodes of emesis. The patient demonstrated no neurologic deficits. Upon admit, the patient was negative for shortness of breath (sob), cough, sputum production, hemoptysis, wheezing, abdominal pain, numbness, tingling, dizziness, seizure, syncope. The patient was awake, alert, oriented x3, glasgow coma score 15. Strength 5/5 in all 4 extremities, gait was not tested. Admitting diagnosis was non-traumatic intraventricular intracranial hemorrhage in the setting of coumadin anticoagulation. It was stated that the patient had coagulopathy. Patient was admitted for neuro consult and was immediately reversed with administration of four-factor prothrombin complex concentrates and vitamin k. Cardiologist was consulted and agreed with immediate anticoagulation reversal. Lad appeared to be functioning properly with no acute issues related to this. This patient has had a chronic driveline infection. It was stated that the patient has since decompensated, intubated on (B)(6) 2014. Site is considering transfer to local skilled nursing facility. No additional information available.